Manufacturer narrative:
Exact date of event is unknown. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's ipg had reached end of life. As a result, the patent underwent a surgical procedure on (B)(6) 2022 during which the patient's ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
H6: the following codes were corrected from what was previously reported: medical device problem code